Event description:
Product is coopervision frequency 55 toric contact lens. This particular product is the monthly version, which is packaged and sold by eye care professionals in six month boxes. The product is shipped in blister pack type packages of three units and there are two three unit packages in each box. Patient has used 12 lenses so far, during six months of use. In this six months, four of the 12 lenses were bad. Two lenses felt to have sharp barbs which severely irritated his eye. Two other lenses were so mis-manufactured that it was impossible to focus through the lens. The prescription was not correct, and the lenses needed to be discarded. The manufacturer was contacted with regard to this problem, and they indicated they did not work directly with consumers, and the consumer would be required to work through his eye care professional. Although the eye care professional has been accomdating in this matter, the high failure and manufacturing defect rate of a product designed to go in the eye is disturbing.